Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit hi pressure helium regulator was leaking and there was a hissing noise . There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) during pm, the hi pressure helium regulator was leaking and there was a hissing noise .

Event description:
N/a.

Manufacturer narrative:
Additional fields: e1(event site postal code: (B)(6)). Additional information: contact person (name: (B)(6), email address: (B)(6)). It was reported that preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) getinge field service engineer (fse) confirmed helium pressure helium regulator was leaking and there was a hissing noise this happened when helium bottle was replaced. Helium regulator (0103-00-0637) was replaced and performed pm and safety checks. Repair performed and unit cleared for clinical use and returned to customer. There was no patient involvement.

Manufacturer narrative:
Fat has done failure investigation on the defective parts returned. It was reported that preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) getinge field service engineer (fse) confirmed helium pressure helium regulator was leaking and there was a hissing noise this happened when helium bottle was replaced. Helium regulator (0103-00-0637) was replaced and performed pm and safety checks. Repair performed and unit cleared for clinical use and returned to customer. There was no patient involvement. The defective components were received for further investigation. The failure analysis and testing department received the helium regulator associated with this complaint. This part was received with a reported unit failure message of helium leak and hissing noise. Performed visual inspection of this part received and observed damage port where the transducer is installed and foreign substance inside the port. Please see attached picture of damaged port. Due to this damaged port and foreign substance inside the port the fat dept. Cannot be investigated further this part and the o-ring will not sit properly into the port and this probably cause a leak. Retaining helium regulator in the fat dept. As per procedure (B)(4) rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.